Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s1. The following day the patient complained of back pain. The patient underwent a revision surgery in which the crosslink, set screws and rods were removed. Two bone screws were redirected in the vertebral body. During insertion of the set screw in the crosslink, the set screw sheared off making it unusable. The crosslink was removed and replaced without any issue. No additional patient complications were reported.

Manufacturer narrative:
Additional info: the tip of the screw has broken off, ¿4.5mm from the end. There are witness marks on the noise indicating that the screw was tightened against a rod. On the crosslink jaw that couples with this set screw the jaw is rolled out consistent with excessive force. The face of the fracture does not show any fatigue lines or obvious material defects. The break appears to be the result of overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.